Event description:
It was reported that a clearlink secondary medication set experienced concurrent flow. The customer reported that the set flows concurrently when infusing acetaminophen at 400 ml/hr. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.